Event description:
The physician encountered significant resistance advancing the device through the introducer sheath to advance the coil into the microcatheter. This resistance resulted in the delivery wire bending and then breaking. There was no contact with the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided the delivery wire broke as the device was advanced against significant resistance through the introducer sheath. A definitive root cause could not be determined but it is most likely that the reported event was due to operational context.